Event description:
The surgeon performed primary tha at (B)(6) 2008. About 8 years after, the surgeon found a observation like armd. So the surgeon performed revision surgery at (B)(6) 2016. The surgeon wants to know the condition of head bearing surface and each tapers. The parts are not consignment parts.